Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool sf navigational catheter and bad or no ECG signal on all channels occurred. They lost all the body surface and intracardiac ECG signals when this catheter was plugged into the patient interface unit (piu). The cable was exchanged with no resolution. The catheter was exchanged with the same lot number and the cable was exchanged again with no resolution. The issue was resolved by exchanging the catheter with a different lot number. The procedure was completed. There was no patient consequence. Upon receipt, additional requested information was provided. The noise was seen immediately upon plugging in the ablation cable on all signals, including the body surface, intracardiac on the carto and recording system on two of the thermocool sf navigational catheters lot number (17072209l). The physician did not have at least one signal available to monitor the patient¿s heart rhythm. Therefore, since the signals were lost on all body surface and intracardiac channels on both the carto and recording system and there were no other signals available to monitor the patient¿s heart rhythm, this is indicative of a reportable event under both the thermocool sf navigational catheters (lot number 17072209l).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. UDI# (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool sf navigational catheter and bad or no ECG signal on all channels occurred. They lost all the body surface and intracardiac ECG signals when this catheter was plugged into the patient interface unit (piu). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.